Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 486 mg/dl. Customer treated their high blood glucose with a manual shot. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during basal delivery. Customer advised the no delivery alarm was resolved with a complete set change. Customer declined to return the infusion set and reservoir for analysis. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised the insulin pump worked properly as designed.